Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on an unknown date. During the procedure, when using autolith probe and irrigation, the image completely disappeared on the screen. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(Date of event): the exact date of the event is unknown. The provided event date (B)(6) 2022 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.